Event description:
During a right flutter ablation procedure, the patient developed a second degree burn. The dispersive patch was placed on the left scapula of the patient. The patient was sweating which caused the grounding pad to become slightly unstuck. When high impedance from the generator was noted, the patient developed a second degree burn with blisters. The patient received care and was discharged 24 hours later. The burn was treated with ointment. Positioning two electrodes systematically with the generator was recommended and a generator replacement was requested to resolve the issue.

Manufacturer narrative:
This model number is not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The product code and PMA number listed, is the information for the similar comparator device.

Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
During a right flutter ablation procedure, the patient developed a second degree burn. The dispersive patch was placed on the right side of the patient. When high impedance from the generator was noted, the patient developed a second degree burn. The patient received care and is fine. Positioning two electrodes systematically with the generator was recommended and a generator replacement was requested to resolve the issue.